Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt and check therapy electrode messages) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The root cause for the failure was the trunk cable pulse wire connecting the distribution node (dn) to the rear therapy electrodes was broken at the solder joint inside the dn. The root cause for the broken solder joint was excessive force. There was no adverse event that resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was displaying check belt and check therapy electrode messages.